Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 156 mg/dl was at the time of the incident. The customer stated unexpected restart alarm twice one before battery replaced and one after replacing battery and was recurring during normal use. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart test. No unexpected restart error alarm noted during testing. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.